Event description:
--Pacemaker inserted successfully on 3/15/94.--on 3/16/94 ventricular lead noted not to be capturing even at maximum output.--patient required pacemaker revision with extraction of defective lead and insertion of replacement ventricular lead.